Event description:
A tandem mobi cartridge alarm was reported by the caller. There was no adverse impact to the customer's blood glucose level. The technical support team confirmed the cartridge alarm and decided to replace the pump, as it was still under warranty. The customer was advised to put the pump into storage mode before returning it and to program their settings into the replacement pump. A replacement pump with updated software was sent to the customer, and instructions for returning the problematic pump were provided and understood.